Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B1 adverse event and/or product problem - additional. B2 outcomes attributed to adverse event - additional. B5 describe event or problem - correction. D9 device available for evaluation - correction. H1 type of reportable event - correction. H2 correction/additional information. H6 health effect - impact code - correction. H6 health effect - clinical code - correction. H6 type of investigation - additional.

Event description:
It was reported that an alert/notification settings issue occurred. On approximately (B)(6) 2025, the device didn´t alert the patient for hypoglycemia and the patient fainted. Co-workers gave the patient sugar and called the ambulance. The patient was taken to the hospital for a few hours. There was no information about medical intervention provided nor the treatment at the hospital. In the afternoon, the patient felt good and was able to go home. At the time of the report, the patient was doing good. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information. H6 health effect - impact code - additional.

Event description:
Subsequent to the initial MDR, additional information is required. While at the hospital, the patient did not remember what medications were given to him.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, additional information was received on 09/24/2025. It was reported that no alert/notification occurred. The product was evaluated. An exterior visual inspection was performed and no damage was found. Receiver charge and receiver boot was performed and passed. Functional test results was performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and passed. Data log analysis was performed and passed. Receiver vibration/sound manual test was performed and passed. No hw errors found in receiver log. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint "alert/notification settings issue" was undetermined because this receiver passed alarm/ alert hardware testing. The patient¿s allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed/failed. External visual inspection was performed and passed. Receiver charge was performed and passed. Receiver boot was performed and passed. Functional test was performed and passed. Performance data was reviewed. An alert/notification settings issue was not found within the investigation window. The probable cause could not be determined.